Manufacturer narrative:
DHR review was completed. Part no.: 02.118.013 lot no.: 8874937 manufacturing location: (B)(4). Release to warehouse date: 24.mar.2014 no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). Date of event is unknown. Additional device code: hwc. Date of implant is an unknown date in (B)(6) 2017. Device is not expected to be returned for manufacturer review/investigation. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review is pending completion. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was implanted with a synthes 2.7 / 3.5 mm variable angle locking compression plate (va-lcp) medial distal plate, seven (7) 3.5 mm cortex screws, and four (4) 2.7 mm va locking screws on an unknown date in (B)(6) 2017. On an unknown date, it was identified that the plate had broken and that there was a non-union of the fracture, and the surgeon indicated that he permitted the patient to weight bear prematurely. On (B)(6) 2017, the patient was returned to the operating room where the implants were removed and the patient was revised to an unknown tibial nail. The procedure was completed successfully without delay and the patient was reported to be in stable condition. Concomitant devices reported: 3.5 mm cortex screws (part# unknown, lot# unknown, quantity 7), 2.7 mm va locking screws (part# unknown, lot# unknown, quantity 4). This report is for one (1) 2.7/3.5 mm va-lcp medial distal tibia plate/14 holes/left. This is report 1 of 1 for (B)(4).